Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, both implant was set successfully. Both were pulled out while tightening the suture. A second new ar-4501 was used but the same issue happened again. This was detected during meniscus repair surgery on (B)(6) 2025. The procedure completed successfully by using another new ar-4501. No patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4501 serial/batch (B)(6) was received for evaluation. Functional testing was performed by moving the deploy button, which operated without resistance. Visual inspection revealed a bend in the deploying cannula. The anchors and suture were not returned for evaluation. The device was received with a pushrod, which most likely does not belong to it. The most likely cause of the reported and observed device failure is user error. Applying excessive force during use can damage the cannula and prevent the device from functioning as intended.